Event description:
It was reported that the customer experienced a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, which remained normal. The customer continued to use the current pump and was advised on using their backup mdi plan if necessary. A replacement pump was recommended. The customer was asked to provide the pump serial number and complete specific questions for the replacement process and was encouraged to contact support with further issues.